Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the insertion section being repaired with non-olympus parts, which caused abnormality in charge coupled device unit. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up in progress to determine the customer allegation and details regarding the event. There were few additional findings during device evaluation. The subject device had non-olympus parts -distal end cover, adhesive of the bending section and insertion tube. Also, the device exhibited low angulation. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
Upon evaluation of the returned evis exera iii bronchovideoscope, it was found that no image was displayed. The customer allegation is unknown; however, it was reported that the issue occurred during reprocessing for a diagnostic procedure. There were no reports of patient harm associated with the event. This report is being submitted to capture the reportable malfunction found during evaluation.